Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of handle cannula break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant, during the procedure, the patient was noted to have several stones in the common bile duct. A large stone, approximately 15mm was captured by the basket. While attempting to crush the stone, force was applied to the handle and the wire in the handle broke. An olympus emergency handle was used in conjunction with this device to successfully crush the stone and detach the tip of the trapezoid basket. The basket was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found residue that was present on the device indicating use/ handling. Visual evaluation found the device to have been separated at the distal end of the heat shrink. The coil assembly was kinked/ bent and had been cut apart with the proximal portion remaining inside the heat shrink. The distal section of the coil assembly also presented side car-rx pushback. During physical evaluation, the wire basket assembly was found to have been separated and a portion of the pullwire remained inside the medial section of the coil assembly. This segment of the separated pullwire was kinked and extended out one end of the coil assembly section. The distal section of the wire basket assembly, including the wire basket and pull wire, was detached and was not returned. The proximal section of the pull wire remained attached to the handle cannula. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly and had been pushed forward toward the distal end of the handle assembly. The handle label was removed exposing the set screws which were found to be properly placed in the handle assembly. Additionally, the handle cannula presented drag marks toward the proximal end as the cannula had been forcibly pulled out from the set screws. The evaluation concluded that during an attempt to crush the stone, the handle cannula was pulled out from the set screws and detached from the handle. When the user attempted to function the handle after the cannula detached, the handle cannula was pushed forward toward the distal end of the handle assembly. Although it cannot be determined precisely how the handle cannula failed, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause of "undeterminable" is selected for this complaint. A device history record (DHR) review of the lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant, during the procedure, the patient was noted to have several stones in the common bile duct. A large stone, approximately 15mm was captured by the basket. While attempting to crush the stone, force was applied to the handle and the wire in the handle broke. An olympus emergency handle was used in conjunction with this device to successfully crush the stone and detach the tip of the trapezoid basket. The basket was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.